Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation on (B)(6)2020, cook was informed of an event involving a flexor ureteral access sheath and dilator. Prior to opening the package, the user found there was a white plastic like foreign matter was in the package. Another product was used for the procedure. There was no harm to the patient as a result of the event. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, specifications, and quality control data. The complainant returned one unopen package containing a flexor ureteral access sheath and dilators for investigation. Visual examination of the unopen package confirmed clear plastic like foreign matter inside the inner pouch resting next to the side seal package. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A visual examination of the returned complaint device confirmed the presence of a clear plastic like foreign matter inside the inner pouch. Individual packages are individually inspected for foreign matter and debris prior to distribution. The cause for the complaint is attributed to the plastic not being detected during the visual inspection. Due to the individual nature of inspecting product packaging for foreign matter during manufacturing, one nonconformance does not indicate additional non conformances in the lot.there is no indication that a design process or related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This device is not sold in the united states. This device essentially contains two devices that are sold individually in the us. Inside is 076000 and fus-120035. Information for 076000: common device name: koe dilator, urethral, product code: koe, and PMA/510(k) # k173654. Information for fus-120035: common device name: fed endoscopic access overtube/gastroenterology-urology, product code: fed, and PMA/510(k) # k172217. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to an unknown procedure using a flexor ureteral access sheath and dilator, the user found there was a white plastic-like foreign matter in the package. Another device was used to complete the procedure. The device was replaced with a new one before patient contact was made, therefore there were no adverse effects to the patient.